Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2014: the patient was pre-operatively diagnosed with status post multiple lumbar surgeries with attempted instrumentation and fusion l3 to s1. Retained hardware l3 to s1 with loose s1 pedicle screws. Probable pseudoarthrosis, l5-s1. Epidural fibrosis with back and leg symptomatology emanating likely from the l5-s1 distribution and underwent the following procedures: complex extended bilateral posterolateral fusion/ arthrodesis revision at the l5-s1 level utilizing rhbmp-2. Revision bilateral posterior microdecompression, microneurolysis at the l5-s1 level with lateral recess and bilateral foraminal decompression performed. Reinsertion of spinal fixation device with associated removal l3 to s1 and re-instrumentation and fusion l5-s1 using far lateral and insertion technique. Posterior exploration and fusion at the l3-l4 and l4-l5 levels with solid fusion identified. Use of dissecting microscope for field illumination and magnification for revision decompression at the l5-s1 segment. Bone marrow aspirate right posterior ilium through separate approach with transplantation of the posterior lumbar spine. As per the op notes: ¿we then used rhbmp-2 soaked in collagen sponges together with allograft, demineralized bone matrix and local graft and a bilateral posterolateral fusion was performed at l5-s1.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.